Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, is is possible that the white foreign material was silicone. Silicone is in simethicone, defoamers, lubricants, etc. The formation of white deposits may be caused by the presence of silicone. The instruction manual identifies detective and preventative verbiage associated with foreign material in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.